Event description:
A complaint was forwarded to our company by (B)(4), the licensor of the vicks brand name to kaz USA, inc. The consumer reported that their daughter had tipped the unit over, and received 2nd degree burns on her left thigh from the hot water that spilled out of the personal steam inhaler. Medical intervention was sought for her injuries. The instructions for proper use have a clear warning to never hold the unit while in operation and that the unit should not be operated by children. The instructions also state that the product should only be used on a flat level surface to avoid spilling water. Kaz USA, inc has requested that the product be returned to our company for testing.